Event description:
Customer reported receiving high readings on their meter and passing out. Actual reading was not specified. Paramedics were called and pt was taken to the hospital. The customer was treated intravenously.